Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. A field service engineer (fse) contacted the customer and was informed that the issue had already been resolved. The fse was advised that the ethernet cable had become unplugged from the data jack, which caused the problem to resolve the issue. The fse confirmed that the cable had been reconnected and verified with the customer that the station was functioning properly afterward. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was offline and in disconnected mode. The customer attempted to resolve the issue by rebooting the station; however, the problem persisted. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.